Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged, and the pump battery could not be charged properly without the customer maneuvering the cable into the charging port. The reported issue caused the customer to experience a high blood glucose (bg) level. The customer administered a correction injection to treat the elevated bg. Reportedly, the customer reverted to an alternate method of insulin therapy.